Manufacturer narrative:
(B)(4). Concomitant products: dil cath: non-abbott; guide wire: rinato, xt-r. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during treatment of a heavily calcified, 99% stenosed lesion in the mid left anterior descending (lad) coronary artery, pre-dilatation was attempted using a 1.5x8mm mini trek rx. Upon initial inflation to 10 atmospheres, the balloon was noted to have ruptured. The procedure was completed successfully using a non-abbott balloon catheter. There were no reported adverse patient effects and no reported significant procedural delay. There was no additional information provided.